Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the pulse generator exhibited stored episodes of high ventricular rate. It was determined that the episodes were caused by noise oversensing on the right ventricular lead. The noise could not be replicated in clinic with provocative testing with the patient. The patient was reported to be in stable condition.